Manufacturer narrative:
Nineteen of the twenty malfunctions reported were returned for evaluation. One alarm not returned was in use with a patient and the alarm did not sound when weight was removed form the sensor pad. Due to product not being returned, the reported issue could not be confirmed. Historical data revealed several potential causes; however, it cannot be certain without physically evaluating the reported device. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. The other nineteen alarms returned were reported as not sounding at all, not sounding when the magnet is removed or having power but no sound. Evaluation of the returned units found most have been in use for over 36 months from the day of manufacture and the root cause failures were attributed to wear and tear of the device. One alarm under 36 months failed as a result of a damaged sensor receptacle most likely due to the sensor cord being pulled from the alarm. Being that the units were put into use, it is unlikely that a manufacturing non-conformity contributed to the reported complaint. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. Q1 2018 asr #e2015006.

Event description:
This report summarizes one malfunction. Customer reported the alarm has power but does not sound. Q1 2018 asr report #e2015006.